Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the clinic. The right ventricular lead exhibited intermittent noise. The noise could not be reproduced in the clinic. No programming changes were made; the physician elected to continue monitoring the patient.